Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the keypad was fully intact but the keypad was worn. All of the buttons responded appropriately. Evaluation revealed there was contamination under the up, down and contrast buttons. Unrelated to the case, the display lens was scratched. (B)(6).